Manufacturer narrative:
This report is for an unknown plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: voleti, p.b. Et al (2019), successful return to sport following distal femoral varus osteotomy, cartilage, vol. 10 (1), pages 19-25, https://doi.org/10.1177/1947603517743545 (USA). The aim of this retrospective study is to report the functional outcomes and return to sport for athletic patients who underwent dfvo for symptomatic lateral compartment overload and valgus knee malalignment. Between 2005 to 2015, a total of 13 patients (8 male and 5 female) with a mean age of 24 years (range 17-35 years) were included in the study. Surgery was performed using a pre-contoured tomofix medial distal femur plate (depuy synthes, zuchwil, switzerland) in 6 patients who underwent medial closing wedge dfvo, and a tomofix lateral distal femur plate (depuy synthes, zuchwil, switzerland) was used in 7 patients who underwent lateral opening wedge dfvo. The mean follow-up was 43 months (range 24-74 months). The following complications were reported as follows: 1 patient that underwent a lateral opening wedge dfvo had symptomatic plate irritation underneath the iliotibial band, with subsequent hardware removal 2 years after surgery. Following plate removal, the patient was recommended not to participate in high demand cutting and pivoting activities for 6 weeks. The patient's symptoms were relieved with hardware removal. This report is for an unknown synthes plate/screws construct. This is report 1 of 1 for (B)(4).